Manufacturer narrative:
Part number: 391.884, lot number: p502491: earliest release to warehouse date: january 27, 2000. [Note: 127 devices released january 27, 2000 and 123 devices released february 29, 2000]. Manufacturing site is (B)(4) and supplied by (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A investigation summary was performed. The report indicates that the: the following complaint device was received by customer quality: provisional tensioning device (part number: 391.884, lot number: p502491, mfg date: 27jan2000). The part was received with the following complaint description: ¿a provisional tensioning device that one of 4 tensioning devices found in an orthopedic cable set was found to be broken in two pieces. The instrument is used to lock the cable in place once the desired tension is reached through use of the cable tensioner (part number: 391.201). It was noted that a pin seems to be holding the two pieces together; the instrument was received in three separate pieces. Upon visual inspection it can be seen that the pin that holds the three pieces together is missing from the device and was not returned. The rest of the device is in good condition. A root cause could not be determined; a possible cause could be the that pin which is press fitted onto the device most likely become worn/loose over the 15+ year lifespan of the device, including many sterilization cycles. The complaint condition for the tensioning device was likely caused by wear over the life of the device including many sterilization cycles. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported - unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a provisional tensioning device that one of 4 tensioning devices found in an orthopedic cable set, was found to be broken in two pieces. It was noted that a pin seems to be holding the two pieces together. The device was forwarded to the reporter in a pill container used for sterilization by the central supply unit at the hospital. The reporter believes the damage occurred at some step in the sterilization process. Reporter confirms that there was no patient involvement. This report is 1 of 1 for (B)(4).